Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator failed due to the defective latch and repaired wiring harness. A field service engineer replaced the defective latch and repaired the wiring harness. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator was not functioning properly, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.